Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization. The biopsied lesion was 1.0 cm and located in the right lower lobe (rll) on the diaphragm. The lesion was pleural based. The patient had a medical history of oropharyngeal small cell carcinoma status post-glossectomy and radiation and an enlarging rll spiculated nodule. There were no delays during the procedure or issues regarding the ion system. However, after the procedure, the patient experienced a large pneumothorax but was asymptomatic. The pneumothorax was identified via a post-operative x-ray. A 14f chest tube was required to resolve the pneumothorax. No other interventions were required. The physician believed the pneumothorax occurred because the lesion was very peripheral and close to pleura and that it could have occurred with another biopsy modality. The patient was hospitalized for 3 days, but the chest tube was removed the next day. The patient remained inpatient for other medical issues and then was discharged home. The physician did not believe there was a malfunction with the ion system, but that it was a high-risk case on the diaphragm. The diagnosis was squamous cell carcinoma.